Manufacturer narrative:
Corrected investigation conclusion: it was reported that multiple power outages occurred within the customer's facility during patient ventilation with mode: niv. A burning smell was then noticed coming from the device, however; it was reported the device was still functioning properly. The device was turned off and replaced. There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. The power supply was identified as the defective component per the local service engineer. Replacement of this part corrected the issue successfully, and the device was reported to be working well. The power supply emitted a slight burnt smell, but there was no indication of overheating or combustion, and no risk of fire was present. This case is considered as closed.

Manufacturer narrative:
It was reported that multiple power outages occurred within the customer's facility during patient ventilation with mode: niv. A burning smell was then noticed coming from the device, however; it was reported the device was still functioning properly. The device was turned off and replaced. There was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. The power supply was identified as the defective component per the local service engineer. Replacement of this part corrected the issue successfully, and the device was reported to be working well. Although there was a burning smell, this case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: during niv ventilation multiple power outages occurred within the facility. As a result, a burning smell was detected coming from the device, which was then turned off. Despite this, the device continued to function properly during the event. Patient was moved to another ventilator due to the smell. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet and so far, no device relation has been established.